Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos revealed the middle shaft broken. No other defect was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12-11-02? 3) any anomalies or deviations identified in DHR: none ? 4) expiry date: 31/10/2002. 5) IFU reference: IFU-0902-00-701. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12-11-02? 3) any anomalies or deviations identified in DHR: none ? 4) expiry date: 31/10/2002. 5) IFU reference: IFU-0902-00-701 h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting to nca/bfarm: "presentation on (B)(6) 2022 in emergency department. Referral from outpatient orthopedist with fractured hip-tep stem right side. There was pain in the hip for over a year. Acute increase of pain since 4 weeks. X-ray in our ambulance with fracture of the stem. Hip-tep implanted on the right in 2002 with two-stage replacement in 2003. Stem revision surgery on (B)(6) 2023." Doi: (B)(6) 2003. Dor: (B)(6) 2023. Right hip.